Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
An account manager reported a family friend had a stryker hip break on her. She was revised. "She was just telling me to tell me and asked how many different stryker hips are available and if I have heard of them breaking".